Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins was discarded.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# j0546739v implanted: (B)(6) 2008 explanted: (B)(6) 2008 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(6), ubd: 25-aug-2009, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that for about a week the patient has been seeing the "unable to delivered desire intensity" alert message on the controller. The rep met with the patient today to check the system. The rep checked impedances and on the 1x8 lead contacts 8 9 11 12 14 15 were high impedance. The rep reprogrammed and was able to get good therapy for the patient. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received. It was reported the impedances were high but not out of range. It was reported there was high impedances; loss of stimulation. Multiple reprogramming around impedances. Replaced lead today, and impedances were cleared immediately and within normal limits. It was also reported there was a loss of stimulation and return of pain. Issue resolved.